Manufacturer narrative:
Company comment: the serious expected event of infection at implant site was considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root causes include treatment procedure and user error. The restylane-l was used off label. The non-serious events of asthenia and arthralgia were considered unexpected and unrelated to the treatment due to long latency. Alternative etiologies of unrelated events include medical history and corrective treatment of osteoporosis. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid but inconsistent with the reported product. A follow-up will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician concerning a 60-year-old female patient. Additional information was received on the same day from a nurse. The medical history of the patient included osteoporosis. The patient had no know allergies. The patient had previously received treatment with botox in 2018 and restylane lyft in 2019 to lower face for cosmetic indication. On (B)(6) 2019, the patient received treatment with 1 ml of restylane-l (lot 16543) to lower eyelids with unknown injection technique and needle type. The restylane-l was injected to lower eyelids (off label use of device). In 2020, the patient received treatment with vollure to lower face for cosmetic indication. On (B)(6) 2022, the patient received treatment with dysport [botulinum toxin type a haemagglutinin complex] for cosmetic indication. In (B)(6) 2022 (a couple of weeks ago from date of report), the patient received third round of treatment with reclast [zoledronic acid] for osteoporosis. Two years after the treatment with restylane-l in 2022, the patient experienced generalized weakness (asthenia), achy joints (arthralgia), and a biofilm (implant site infection) under her left eye. Initially, the hcp started treatment with avelox [moxifloxacin hydrochloride] for biofilms then changed to allergan's 3 drug remedy: biaxin [clarithromycin], clindamycin [clindamycin] and doxycycline [doxycycline] since (B)(6) 2022. In addition, the patient was on unspecified oral steroids and received injections of steroids into biofilm. The hcp also treated the patient with a total of 12 vials of hylenex [vorhyaluronidase alfa] in the last three visits on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. On (B)(6) 2022, the patient was scheduled to follow-up with the reporter. The reporter also questioned whether anyone experienced these events due to reclast. Outcome at the time of the report: generalized weakness was not recovered/not resolved/ongoing. Achy joints was not recovered/not resolved/ongoing. Biofilm was not recovered/not resolved/ongoing. Restylane-l was injected to lower eyelids was recovered/resolved.